Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: misaligned right essure device') and fallopian tube perforation ('fallopian tube perforation') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day" in 2010. The patient's medical history included lower abdominal pain, menometrorrhagia, uterine fibroid, insomnia, (B)(6), gerd and nabothian cyst. Concurrent conditions included retroverted uterus. Concomitant products included zolpidem tartrate (ambien) since 2011 to (B)(6) 2012 for insomnia as well as medroxyprogesterone acetate (depo provera) since (B)(6) 2010 and tramadol from 2010 to 2018. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"). In 2015, the patient was found to have uterine leiomyoma ("uterine leiomyoma") and experienced abdominal pain lower ("right lower quadrant pain / pain lower right side"). On (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), 5 years 6 months after insertion of essure. On (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gi condition"), psychological trauma ("psych injury") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, fallopian tube perforation, dysmenorrhoea, weight increased, uterine leiomyoma, pelvic pain, fatigue, gastrointestinal disorder, hormone level abnormal and psychological trauma outcome was unknown and the migraine, dyspareunia, abdominal pain lower, back pain and headache had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, pelvic pain, psychological trauma, uterine leiomyoma and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2010. Patient received treatment for- dyspareunia, back pain, psych injury, fatigue, gi condition and hormonal changes and migraines / headaches. Essure done, coils seen 3 both sides. Had difficulty placing right sided coils, but finally went in without problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dysmenorrhea. Migraines, back pain, pelvic pain, uterine leiomyoma, dyspareunia and device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs and mr received - previously reported event "injury to herself" updated to "malposition of essure device location of device: misaligned right essure device", events " essure and ablation performed on same day, fallopian tube perforation, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uterine leiomyoma, right lower quadrant pain, pelvic pain, back pain, psych injury, fatigue, gi condition and hormonal changes", weight gain. Reporter and patient demography, medical history, lab data and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.